Event description:
It was reported that a spectrum pump had a door that would not close. It was also reported that there was no pt involvement. During baxter's eval, a door not fully latched alarm was observed.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom door will close as a door not fully latched alarm when attempting to load a set. Eval determined the cause to be a loose upper link screw. The link screws were replaced to correct this condition. See scanned page.